Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulse field ablation for pulmonary vein isolation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. It has been mentioned that the rf wire insulation was strip off from the distal end. The insulation was peeled back. The issue was noted after the insertion of the rf wire in the patient's groin. Physician noticed resistance while trying to advance the wire up the superior vena cave (svc). Physician then pulled it out and noticed the rf wire was delaminated. The physician feel like the wire was getting caught while retracting, requiring them to pull with excessive force. The procedure was completed successfully by using alternative method. No patient complications have been reported. The rf wire was outside of the sheath when the physician was having difficulty withdrawing the rf wire through the sheath. No other issue has been reported. The product is expected to be returned.

Event description:
It was reported that during a farapulse pulse field ablation for pulmonary vein isolation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. It has been mentioned that the rf wire insulation was strip off from the distal end. The insulation was peeled back. The issue was noted after the insertion of the rf wire in the patient's groin. Physician noticed resistance while trying to advance the wire up the superior vena cave (svc). Physician then pulled it out and noticed the rf wire was delaminated. The physician feel like the wire was getting caught while retracting, requiring them to pull with excessive force. The procedure was completed successfully by using alternative method. No patient complications have been reported. The rf wire was outside of the sheath when the physician was having difficulty withdrawing the rf wire through the sheath. No other issue has been reported. The product is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was analyzed. During visual inspection, it was noted that its insulation was damage at distal tip. Next, the device passed the dimensional test, as the device met its design specification for the distal and proximal outer diameters. Therefore, the reported allegation of coating issue was confirmed.